Event description:
It was reported that during an acl reconstruction surgery the scr biorci-h screw was found fractured when it was screwed-in. Broken pieces were retrieved from the patient using tweezers the procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 7x25mm biorci ha screw, used in treatment, was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 3mm of the distal threads have been broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. Without the pertinent clinical details an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Not preparing the insertion site with the proper prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot there were no indications that would suggest that the device did not meet product specifications upon release into distribution.